Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was having trouble with the insulin pump. Customer stated when he punches in his carbohydrates after he checks his blood glucose it comes up on the device. He presses act and it doesn't work. Customer has to press it 3 to 4 time. Customer thinks the device was not administering the correct amount of insulin, sometime it over delivers or under delivers. Customer's blood glucose was 257 mg/dl. Customer's symptoms were dry mouth and frequent urination. Customer reported the drive support cap was protruded. Customer does not recall how damage occurred. Customer does not recall pressing the drive support cap. Customer was advised to revert to back up plan. No further information reported.